Manufacturer narrative:
(B)(4) . Analysis was normal. No anomaly was found.

Event description:
It was reported that shock did not convert the rhythm during implant dft. The lead was replaced. The patient is stable.